Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (489 mg/dl). To address the bg, bolus of insulin was delivered and the pump supplies were changed. The customer did not know the cause of the high bg. As the pump supplies were changed, a pump system check was unable to be performed to determine a possible cause of the past high bg levels.